Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the right atrial lead exhibited noise oversensing. Which resulted, in inappropriate mode switch. Programming changes were made. The patient was stable.